Event description:
The patient underwent evar with a model 25-16-120bl bifurcated device and 25-25-95rl proximal extension. An endoleak was observed, but it was not clear if it was junctional or proximal. Two 25-25-75l proximal cuffs were placed to try to resolve the endoleak, but it persisted. The physician felt it was a proximal leak, and elected to place a palmaz stent. During the ballooning process, calcification at the proximal neck ruptured the aorta at that location. An occlusion balloon was placed to attain hemostasis, and the physician determined that open repair was required. It was quite difficult to suture the surgical graft onto the aorta due to the friable native tissue. Although the repair was achieved, the patient arrested on the table and could not be revived.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results/conclusion: operative notes and patient details are unavailable at this time. Use of the palmaz stent is an off-label use of that device. No specific conclusion can be drawn.